Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the infusion set's tubing detached at the quick release. The patient observed insulin coming out of the tubing about one day after set change. This issue occurred with 4-5 sets. No further information was available.